Event description:
Customer reported a malfunction on the pump, specifically noting a malfunction code was displayed. There was no reported impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, provided necessary information, and determined the code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappeared.